Manufacturer narrative:
Device/set-up discarded.

Event description:
Int'l. (B)(6) incident report received concerning chemo leakage incident with set-up consisting of smiths medical cannula jelco intuitiv safety IV catheter (ref: 7263) and 011-c3302 7" smallbore ext set w/microclave the (B)(6) report documents the event as follows ".. Staff nurse administering fec to patient. Cannula insitu (r) forearm. Bleeding back and flushed with 10mls n saline. 500mls 0.9% saline connected for free flow with chemotherapy. On commencing IV bolus administration of epirubicin leakage noted onto cannula dressing and small area of surrounding skin. Administration stopped. Doctors informed. Cannula bleeding back. Loose connection noted between extension site and cannula. Patient had no pain. Skin had no signs of irritation. Pharmacy .. Doctors and head pharmacist informed. Area cleansed with soap and water. Cannula removed. Re-cannulated (l) forearm and treatment re-commenced and completed.". Follow up information from distributor/facility clinician site visit reports " ... The leak only happened once the bolus was syringed; may be because of additional pressure being applied than the previous gravity fed saline. ..(distributor ) discussed how this may have happened citing ..there could have been damage .., connectors may not have been securely attached. As the affected items have not been kept they could not be inspected for damage. Customer was reminded of the correct attachment method to ensure a secure connection."